Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the pump battery cap could not be removed due to a worn coin slot. The reporter was allegedly unable to replace the pump battery because of the damaged cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter followed up with animas on 01/04/2014 and stated that the battery cap was removed. A replacement cap was put in use and the pump functioned properly with no further issues noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.